Manufacturer narrative:
Device is combination product. A synergy ous mr 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on distal stent strut row 1 with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-mar-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 20-18 non-bsc balloon catheter, a 4.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent damage.